Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the h6: impact codes, h10:evaluation method codes and h10: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The crt-d was explanted.